Event description:
On (B)(6) 2013, it was reported that the patient was seen in the office that day and found to have high impedance on diagnostics. The patient complained of vomiting for the last month, which the physician associates with the patient having a vagal response. The patient's device was not disabled, as the parents do not want the device programmed off. No x-rays were taken or planned. The patient has been referred for full revision. Although no specific trauma events were reported, the physician stated that the patient has violent seizures and she believes the lead issue may have occurred during one of those seizures. Additional information was received on (B)(6) 2013 that the patient continued vomiting with weight loss, which the mother feels may be related to vns. The patient was seen in the emergency room on (B)(6) 2013 and upon interrogation, the lead output was observed to be extremely high. The patient had a full generator and lead revision on (B)(6) 2013. Review of the generator device history records confirmed all quality tests were passed prior to distribution. Of note, the patient's generator is a m105 sn (B)(4) which is associated with an internal investigation associated with charge imbalance with m105 generators. This investigation was initiated in response to a trend in lead failure events noted with patient implanted with the original model 105 generator design (e.g. Sn (B)(4)). The investigation determined that in the event that the lead becomes compromised through wear or trauma (e.g. An abraded opening in the lead¿s silicone tubing), a charge imbalance may form at this location as a result of the alternate current pathway associated with the original model 105 generator design (e.g. Sn (B)(4)). As a result of this charge imbalance and the low pitting potential of mp35n quadfilar coil, coil corrosion can occur resulting in a lead discontinuity. Additionally, the magnitude of this corrosion appears to be more prevalent when the generator is programmed to higher output currents. If the following criteria are met, the potential for the m105 generator design issue (only with sn (B)(4)) to have contributed to the high impedance/lead issue identified in this report is possible. High impedance (>=5300ohms) observed following interrogation or a diagnostic test. Generator is m105 with sn (B)(4). Pa identifies a lead fracture, pitting, and/or thinning of the lead coil. The device has not been returned, so product analysis has not been performed. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
Follow up with the physician found that the relationship between the event to vns was unclear, but possibly related to the delivery of stimulation. The vomiting was intermittently associated with stimulation, but was not consistent. Interventions for the vomiting and weight loss included visits to the emergency room, ax, and pylera. There was no change from these interventions; however, the patient has been doing well since surgery. There were no causal or contributory programming or medication changes which preceded the onset of either event. Per clinic notes dated (B)(6) 2012, the vns was not interrogated and the last settings remained the same. Vns diagnostics were within normal limits. Clinic notes dated (B)(6) 2013 indicate the vns was not interrogated and the last settings remained the same. System and normal diagnostic results were within normal limits.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient's device was explanted.